Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was 578 mg/dl. Customer administered a manual correction injection to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.